Event description:
It was reported that when using the bd pyxis¿ anesthesia station es door failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that storage space workflow issue. The field service engineer (fse) coordinated with central pharmacy to locate the station. Guided proper workflow to ensure vials are down positioned in the mini tray before closing. Verified storage space recovery. The system functioned as intended after the field service engineer (fse) resolved the issue.